Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported infection could not be determined through this evaluation. The patient was treated with a 14-day course of oral antibiotics. Information provided by the customer on (B)(6) 2019 indicated that the patient remained stable and would be re-evaluated at his next visit. The issue reportedly resolved and the patient remains ongoing on with heartmate 3 left ventricular assist system no additional events reported at this time. The heartmate 3 lvas lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was suffering from a fever, redness around the driveline site, driveline being pulled, and yellow drainage from the driveline bandage on (B)(6) 2019. The account stated that oral antibiotics were prescribed. No further information was provided.